Event description:
It was reported the customer was hospitalized due to high blood glucose over 500 mg/dl, heart issues, and excessive weight loss. Troubleshooting was performed. The drive support cap appears normal. Customer's spouse was advised to disconnect form the device. Customer's spouse stated they currently didn't no have an infusion set and reservoir with them. The settings on the device were reviewed, they were correct. Bolus history was checked and determined the customer was not bolusing. Customer's spouse was advised that the customer might need retraining. Customer's confusion from his heart issues may be affecting his functionality in how to use the device. Customer's spouse will call back to do high pressure test. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.